Event description:
Could not remove bubbles from cassettes.

Event description:
One screw discovered broken approximately five months post-op. Broken at s1. X-ray taken in 2003. A revision surgery was took place at about three weeks later to correct this.

Manufacturer narrative:
Catalog # 6111m, lot # 26852, mfg. Date 11/20/2001. This case was previously reported under MDR# 2029012200500026. Parts have since been received and an evaluation is expected.